Manufacturer narrative:
(B)(4). Date sent: 6/7/2024. D4: batch #669c10. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damage and with a reload present. The reload had the proximal 4 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. Also, the reload was noted to be bent and crushed. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples met the staple form release criteria. The event reported and damage noted on the reload were confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 669c10, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device did not cut and seal. O patient consequences reported. No other details provided.